Manufacturer narrative:
(B)(4). Date sent: 01/24/2020. D4: batch # t5du1t. The analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. There were no issues removing the test skin from the device. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. No conclusion could be reached on what caused the weld seem separated noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Additional information received: a fellow fired the powered circular stapler. One of the donuts was sticking to the anvil and difficult to remove on the back table. Leak test passed. No additional action taken. Distal transection was completed with gst60. It took 3 green cartridges due to the angle. Unknown what purse string technique was used. Device had been closed all the way down to bottom of gap setting scale. Photo evaluation summary: upon visual inspection of one photo, the following was observed: the photo shows tissue from top view and a staple not properly formed can be seen protruding of tissue. Engineering and medical reviewed the picture and they believe the staple line was from the transverse line, not the powered circular as you can see the powered circular line behind the staple in question. Per r&d, this is not a new phenomenon and something that we have seen in manual and powered circulars. The rate of occurrence is believed to be similar and there are also believe to be no clinical impacts of the malformed transverse lines based on pre-clinical studies. Based on the photos reviewed, the event described is confirmed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the doctor was performing the leak test, after using the circular stapler, and noticed a malformed staple in the anastomoses. The leak test passed successfully and the doctor left the malformed staple intact. There were no patient consequences reported.